Event description:
Event verbatim [preferred term] used an expired test kit [expired device used]. Narrative: the initial case was missing the following minimum criteria: no adverse effect. Upon receipt of follow-up information on (B)(6) 2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a111610233m8. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), described as "used an expired test kit". Causality for "used an expired test kit" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the reporter indicated she got a positive result for covid-19 and flu b, from the expired test kit. Also mentioned that she had symptoms.

Event description:
Event verbatim [preferred term]. Used an expired test kit [no adverse event], narrative: this case was considered as invalid as no reportable adverse event. This is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a111610233m8, device expiration date: 22mar2024. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: no adverse event (non-serious), described as "used an expired test kit". Causality for "used an expired test kit" was determined associated to covid-19 and influenza ivd device. Additional information: the reporter indicated she got a positive result for covid-19 and flu b, from the expired test kit. Also mentioned that she had symptoms. Follow-up (08nov2024): this is a spontaneous report received from product quality group. Updated information: expiry date. Reportability changed from reportable to not reportable. This case is being deleted from the database for the following reason: existence of adverse event not confirmed at follow-up.